Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the impedances on electrodes 4, 5, 6, and 7 were greater than 40k ohms at the time of the implant. Impedance checks further showed electrodes 0 and 3 at 20,760 ohms and to avoid using. It was reported that the patient had turned off the therapy on (B)(6) 2018 because they were not getting therapeutic relief. The manufacturer representative planned to reprogram the patient with a different pulse width, though the patient would likely need surgical intervention to address the loss of therapy if it was unsuccessful. No further complications are anticipated.